Manufacturer narrative:
This is a resubmission at the request of FDA. There are no changes to the base data or information from the original submission.

Event description:
A nurse reports leak in cannula, leading to decreased patient o2 levels.